Event description:
It was reported a young pt underwent a cerebral angiogram followed by deployment of an angio-seal device. Approximately 1 week later, the pt lifted a bag of golf clubs; moderate bleeding was noted coming from the puncture site. The pt presented to ER; an ultrasound revealed no pseudoaneurysm. A c-clamp was applied for 45 minutes followed by a pressure dressing. The pt was discharged to home and instructed to rest. The pt removed the dressing the following day and noted spots of fresh blood, bruising was noted from the groin to the knee. The pt's spouse stated the bruising was like that since the procedure; however, the physician was not aware. The pt underwent surgery, (date unknown); the surgeon reported a side branch had been nicked, the artery was sutured. The physician stated that angio-seal device was not related to the reported event.